Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Medtronic provided the following information: it was reported that during a cardiac ablation procedure using radiofrequency on the cavotricuspid isthmus, approximately 3 cm away from another manufacturers implantable cardioverter defibrillator lead, polymorphic ventricular tachycardia was observed at the end of radiofrequency delivery. The episode was non-sustained, and external defibrillation was prepared but terminated just before delivery as the polymorphic ventricular tachycardia resolved on its own. The implantable cardioverter defibrillator (ICD) therapy was disabled, suggesting the ICD paced on the t wave. The patient had no underlying rhythm, and r on t delivered by the implantable cardioverter defibrillator during radiofrequency delivery or pause-dependent polymorphic ventricular tachycardia was assumed. The case was completed. No further patient complications have been reported as a result of this event. The biotronik serial number was unable to be obtained. Should additional information be received this file will be updated.